Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that after an unspecified surgical procedure it was observed that the motor device was leaking air. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device failed noise, temperature and oil leak testing. It was noted that there was an oil leak at the housing. The assignable root cause was determined to be due to component damage caused by user error, abuse and/or misuse. If additional information should become available, a supplemental medwatch report will be sent accordingly..